Manufacturer narrative:
The design proposal was expected to be available on 05 september 2016 but was not issued until 12 september 2016 due to a delay in the risk assessment. Stanmore implants has been advising accounts of potentially extended delivery times based on demand, until such time as the company has expanded capacity and properly trained staffing. Stanmore has offered guidance as to the use of off the shelf prostheses, where appropriate, or provided realistic dispatch dates for the delivery of custom devices. Upon dispatch of the device, a supplemental report will be provided.

Event description:
(B)(4). It has been reported that the surgeon is unhappy with a delay in shipment.

Manufacturer narrative:
The investigation concluded that the root cause of this event was due to a customer service issue. On initial receipt of the reported event, the event description was reviewed and with the limited information available at that time, a decision was made to report the event. However on completion of the investigation into the reported event it can now be concluded that the incident does not meet the three basic reporting criteria referenced in 21 cfr part 803 as a marketed device did not cause or contribute to a death or serious injury, or a marketed device has not malfunctioned where the malfunction of the device or a similar marketed device would be likely to cause or contribute to a death or serious injury if the malfunction were to recur. Product surveillance will continue to monitor for trends.

Event description:
It has been reported that the surgeon is unhappy with a delay in shipment. This is a supplemental report to 3004105610-2016-00082 (B)(4).